Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and noticed cracks all over the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case on lower battery side, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case in summary, customer allegation for cosmetic damage was confirmed during visual inspection when the following cracks were noted: battery tube threads - cracked, cracked case (battery tube), and cracked case on lower battery side. In addition, the following cosmetic damages were also noted: pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. Damaged battery cap contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.